Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (expiration), d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe broke off 9 mm from the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: during the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. Due to ultrasonic vibration, scratches were generated. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A load was applied to the probe, causing it to break off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonicbeat's probe tip broke during a laparoscopic adrenalectomy. It was not specified how the procedure was completed. There was no report of patient injury or medical intervention associated with this event.